Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 480 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (leg), the patient touched the pod cannula and detached from the pod, and the infusion site was a little red. Symptoms reported include high ketones and nausea. The patient was treated with insulin, unspecified liquids and a pill for the nausea. The patient was discharged on the same day. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition, including the detached cannula, could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone12.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. The pod data indicates there was no struggle to deliver insulin. During investigation, the soft cannula was observed to be damaged/torn off within the parameters of both the exposed and unexposed portions. The cause and timing of this soft cannula damage could not be confirmed.